Event description:
It was reported that the patient underwent generator and lead explant due to "the device not working for her". The generator and lead were returned for analysis. Analysis of the lead was completed on (B)(4) 2014. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. Analysis of the generator is underway, but has not been completed to date.

Event description:
It was reported that the vns patient wants the device removed because she believes the lead has moved from where it was originally implanted 12 years prior and that there is tenderness. The patient was referred to surgeon for consult. Surgery is likely, but has not occurred to date. Attempts to obtain additional information have been unsuccessful to date.

Event description:
Analysis of the returned generator showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. The device performed according to functional specifications. Analysis concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found.